Event description:
An other health care professional reported that during intraocular lens (iol) implant procedure, the surgeon noticed the potential plunger issues. The procedure was completed on same day with no harm to the patient. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).